Manufacturer narrative:
The device was not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device. The device will not be returned for evaluation.

Event description:
It was reported that during a total knee arthroplasty at the healthcare facility, the distal tip of the 3mmx110mm ex pin broken when it was removed from the tibia. The procedure was completed successfully without a clinically significant delay. No adverse consequences were reported. X-rays were reported to have been performed due to the reported event.

Event description:
It was reported that during a total knee arthroplasty at the healthcare facility, the distal tip of the 3mmx110mm ex pin broken when it was removed from the tibia. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a total knee arthroplasty at the healthcare facility, the distal tip of the 3mmx110mm ex pin broken when it was removed from the tibia. The procedure was completed successfully without a clinically significant delay. No adverse consequences were reported. X-rays were reported to have been performed due to the reported event.

Manufacturer narrative:
Additional information was received. (B)(4).